Manufacturer narrative:
Initial reporter phone#: (B)(6). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use it was observed that partial scale markings are missing on the bd plastipak¿ 3ml syringe luer-lok¿ . There was no report of injury or medical intervention.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for scale markings not printed with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Without a sample, an absolute root cause for this incident cannot be determined. Based on an evaluation of severity and frequency, it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.